Manufacturer narrative:
Result code: headend load cells and scale board.

Event description:
It was reported by service report that the scale was not accurate. No pt involvement or adverse consequences were reported.